Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint neopuff caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in the us reported by phone that the rd900 neopuff infant resuscitator did not provide a gas output. A service was requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to our service center in the us where it was inspected by a trained fph service engineer. Our investigation is based on the information and photographs provided by the regional fph service centre. Results: inspection of the returned device at the fph service centre revealed that the enclosure of the device was cracked. Upon internal inspection, it was discovered that the manometer inlet port had a detached tube. Conclusion: the nature of the damage to the complaint device indicates that the device may have been subjected to impact damage. The neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. All neopuffs are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It should also be noted that the complaint device is more than 8 years old. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Received at regional office for repair

Event description:
A healthcare facility in the us reported by phone that the rd900 neopuff infant resuscitator did not provide a gas output. A service was requested. No patient consequence was reported.